Event description:
It was reported that the motor drive unit had a broken pneumatic switch. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA on: 08/24/2009. Broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.